Event description:
IV team in to place piv (peripheral IV) and draw labs. After blood drawn from t-connector and syringe removed, noted plunger in endcap (smartsite cap) not popping back out to seal. Immediately removed and replaced with new endcap. No patient harm. This is the 5th reported event with this product in the last two months at this facility.what was the original intended procedure?blood draw.